Event description:
Left breast biopsy performed on11/5/98 using bard biopty - cut instrument and biopty - cut core tissue biopsy needle. 3 biopsies taken. Pt experienced shortness of breath and apical pneumothorax. To emergency dept for chest tube placement and hospitalization. User error.